Manufacturer narrative:
User reported left arm pain and went to the emergency room for evaluation. The event happened on (B)(6) 2025. The user thought they had low sugar (based on sg reading) and drank juice to increase supposedly low sugar. User drank apple or orange juice every night, which caused acid reflux causing chest pain. The hcp told user that the pain was most likely due to acid reflux. At the hospital, the blood glucose was measured which showed 225 mg/dl. The sensor glucose (sg) reading was approximately 92 mg/dl. The user received EKG, blood tests every two hours, and a CT scan as treatment at the hospital. The user was prescribed famotidine 20mg and ketorolac 10mg tablets as medication. User's hcp is aware of the event; user was advised to follow up with the hcp for further medical guidance. B4. Date of this report 28 sept 2025. G3. Date received by the manufacturer? 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 1776,1883. H6. Health effect - impact code updated to 4607. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported left arm pain and went to the emergency room for evaluation. The event occurred in (B)(6) 2025. According to the user, chest pain was caused by acid reflux related to previous low blood sugar events and consumption of juice when low sugar was suspected. The event was not related to sensor insertion/removal. The event was related to diabetes, therefore the following example set was provided: (B)(6) 2025 - 1:38 pm - cst - sg: 92 - bg: 225 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 1:38 pm sg: 92 mg/dl. After dms review, we confirmed that the user didn't receive a low or high glucose alert at the time of the event because the sg never went past the alert level.the user received EKG, blood tests every two hours, and a CT scan as treatment at the hospital. The user was prescribed famotidine 20mg and ketorolac 10mg tablets as medication.the user's hcp was aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.